Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. According to the device history records reviewed for the reported lot number m6069t503, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2016-00331 for the second patient. Refer to 8030647-2016-00332 for the third patient. It was reported that a patient catheter broke at the site where the catheter attaches to the cone adaptor. The patient catheter was removed and replaced with another catheter. There was no injury to the patient. No additional information provided.

Manufacturer narrative:
The product involved in the report has been received for evaluation. Sample #1: after examining the device, the bushing was seen detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There is visible evidence of application of adhesive with optical brightener for the catheter bushing. The cone adapter has the appearance of inconsistent application coverage which will be assessed during the manufacturing investigation. Using a ruler, the insertion depth was measured by aligning the melted abs plastic from the catheter bushing as a reference. The investigation noted root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).